Event description:
Report of "turns itself on andoff". Information was not provided regarding whether or not the device was in patient use when the reported event occurred. The hospital representativ stated they have no record of any patient incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, or medication involved.